Manufacturer narrative:
10/28/96 - supplemental report #1 submitted to FDA by mfg. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a total gastrectomy procedure. Reportedly, the instrument was difficult to open after firing. The hosp has reported no pt injury occurred. Another device was used to complete the procedure.